Event description:
It was reported by service report that the fowler was drifting down. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler brake clutch.